Event description:
Patient ventilation was being assisted with CPAP when the device went into a "service required" mode. The audible alarm was insufficient to immediately draw staff attention and the result was that the patient had dificulty breathing.======================manufacturer response for bipap, (brand not provided) (per site reporter).======================the manufacturer is currently investigating the device failure.what was the original intended procedure?ventilatory assist.device #1is this a laboratory device or laboratory test?no.